Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown poly. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device eval: hospital policy.

Event description:
It was reported that there was a revision of the hip due to poly wear.

Event description:
It was reported that there was a revision of the hip due to poly wear.

Manufacturer narrative:
An event regarding poly wear involving an unknown poly liner was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. A device history review could not be performed as the reported device lot code was not provided. A review of the complaint databases could not be performed as the reported device was no properly identified. X-rays were provided to a clinical consultant for a medical review. These were deemed insufficient for a medical dictation however a little poly wear was able to be confirmed.